Event description:
It was reported that two weeks after implant, the patient had chest pain. A scan and ultrasound showed lead perforation. The lead was explanted. The patient condition was good after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.